Event description:
A report was rec'd that stated "the pilot balloon unstuck." No other info was provided to determine if the failure occurred during pre-inflation testing before pt use, or if any intervention was required or performed during pt use.